Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a pancreatic resection, the device had been used successfully for one hour. The scrub nurse removed the device from the surgical area and while cleaning the shaft, a piece of the active waveguide disengaged. There was no patient involvement.